Event description:
It was reported by service report that the bed was broken. The head would not lift. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: gas spring trip, fowler.